Manufacturer narrative:
Corrected data: d4, g3, g7

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during treatment the new renasys touch device has problems with the battery of the device when applied to the patient. The battery was at 1% at minimum and the device did not show any charge of the battery after it was connected to the mains so the nursing staff had to attach a new device to the patient. No patient harm reported.